Manufacturer narrative:
Customer reported, "my medline digital thermometers seem to be defective. The instructions state there will be an audible signal when the reading is ready, but there is no signal. The result is the patient it caregiver having no idea when to read it. If we check at the 30 second mark, it's still not finished. It would be very impractical to keep removing the thermometer several times without knowing when it's finished." Due diligence has been completed. Despite good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Customer reported, "my medline digital thermometers seem to be defective. The instructions state there will be an audible signal when the reading is ready, but there is no signal. The result is the patient it caregiver having no idea when to read it. If we check at the 30 second mark, it's still not finished. It would be very impractical to keep removing the thermometer several times without knowing when it's finished."